Manufacturer narrative:
Block h6: imdrf device code a050401 captures the reportable event of water was leaking from the air and water supply buttons.

Event description:
It was reported to boston scientific corporation that an orca valve was used during an unknown procedure performed on (B)(6) 2025. During the procedure, the operator noticed that his hand was wet. Upon inspection, it was discovered that water was leaking from the air and water supply buttons. Reportedly, the water was observed flowing out of the buttonhole. The procedure was completed using a different device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h2: additional information: block b5 was updated based on additional information received on july 07, 2025. Block h6: imdrf device code a050401 captures the reportable event of water was leaking from the air and water supply buttons.

Event description:
It was reported to boston scientific corporation that an orca valve was used during an unknown procedure performed on (B)(6) 2025. During the procedure, the operator noticed that his hand was wet. Upon inspection, it was discovered that water was leaking from the air and water supply buttons. Reportedly, the water was observed flowing out of the button hole. The procedure was completed using a different device. There were no patient complications reported as a result of this event. Additional information received on july 07, 2025. The orca button was used for the colon during a hemostasis and it was used while co2 was being supplied to the endoscope.

Manufacturer narrative:
Block h2: additional information: block b5 was updated based on additional information received on july 07, 2025. Block h6: imdrf device code a050401 captures the reportable event of water was leaking from the air and water supply buttons. Block h11: investigation results the returned orca a/w valve was analyzed. Visual and dimensional inspection did not determine a possible defect/damage that could attribute to the observed leak. However, a leak was confirmed during fluidics testing as water exited through the a/w button/valve port. Furthermore, the leak was no longer reproducible after reducing the flow of compressed air through the sample scope. Based on all gathered information, the probable cause selected is cause not established as investigation findings do not lead to a clear conclusion about the cause of the reported adverse event.

Event description:
It was reported to boston scientific corporation that an orca valve was used during an unknown procedure performed on (B)(6) 2025. During the procedure, the operator noticed that his hand was wet. Upon inspection, it was discovered that water was leaking from the air and water supply buttons. Reportedly, the water was observed flowing out of the button hole. The procedure was completed using a different device. There were no patient complications reported as a result of this event. ***additional information received on july 07, 2025** the orca button was being used for a hemostasis for the colon and it was used while co2 was being supplied to the endoscope.